Event description:
During testing, it was reported that the device paddles lead showed a dashed line when the testing equipment was connected to it via the quik-combo therapy cable. The device would not recognize the therapy cable connection to deliver defibrillation energy. However, the device functioned normally with the external hard paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info to repair the device. Follow up with the customer found that the biomed replaced the quik-combo cable connector and observed proper device operation through functional and performance testing. The device was placed back to service. The removed assembly has not been returned to physio-control for eval. Therefore, further investigation could not be performed.